Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that rawer 5.2 was reported not opening during hardware test application (hta) testing. A field service engineer (fse) confirmed that the latch sensor and magnet were intact, with controller board indicator lights showing no faults related to sensors or boards. Based on these findings, the solenoid was identified as the failed component. Then the solenoid on main drawer 5.2 was replaced, with no issues observed on any associated sensors. After replacement, the drawer was able to open normally, and hta testing was performed successfully to verify proper drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5.1 was not detected and failed to open. The entire cubie within the drawer could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.